Manufacturer narrative:
The cartridge was not returned to animas. There is no investigation necessary. Cartridges with lot #b201581 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The reporter reported that for one month several insulin cartridges were leaking into the pump's cartridge compartment. The pt obtained blood glucose levels ranging from 200 mg/dl to '400s mg/dl'. The pt experienced symptoms of hyperglycemia, but did not provide specific details. The pt did not experience abdominal cramps, shortness of breath or chest pain. The pt did not seek medical attention. On (B)(6), 2011, the pt obtained a blood glucose reading of 384 mg/dl.